Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin was squirting during the fill tubing process. The customer also reported leaks at the reservoir. Customer's blood glucose level at the time 200mg/dl. Troubleshooting occured. No significant event leading up to the incident was mentioned.